Manufacturer narrative:
It was reported that the controller ac adapter was unable to provide power. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed visual inspection and functional testing. The controller ac adapter was able to provide power as expected. Based on the available information, a possible root cause can be attributed to an intermittent/marginal connection between the controller and controller ac adapter. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was unable to provide power to the controller. The device was exchanged without reported patient consequences.